Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 70mm diameter abdominal aortic aneurysm. It was reported that CT approximately 8 years later revealed a posterior type ia endoleak. The event was resolved with the placement of 7 endoanchors at 4-8 o'clock. It was noted that the patient had received previous treatment for an unknown type endoleak with coils and an onyx. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.